Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the set screw did not properly engage the lead. The set screw felt stuck. Another device was used. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.